Event description:
Information was received from a healthcare provider regarding a patient who was receiving intrathecal unknown baclofen (concentration and dose unknown) via an implantable pump for intractable spasticity. It was reported that the patient had the pump refilled last monday (B)(6) 2024 after it had reached a low reservoir status on sunday (B)(6) 2024. The pump continued to alarm all week and the patient was back in on the date of this report, where they silenced the active audible alarm. Agent reviewed information on pumps with concurrent alarms and confirmed with the hcp that steps they had taken would stop the current alarm from sounding while allowing for future alarms if the pump were to reach low reservoir status again. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.